Manufacturer narrative:
Upon disassembly for visual inspection, there was evidence of broken down lubricant.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Event description:
While testing the high torque hudson/modified trinkle reamer during routine servicing, it was reported that there was a substance on the shaft which could indicate that the device was leaking. There was no patient involvement or adverse consequences to the user reported as a result of this event.

Event description:
While testing the high torque hudson/modified trinkle reamer during routine servicing it was reported that there was a substance on the shaft which could indicate that the device was leaking. There was no patient involvement or adverse consequences to the user reported as a result of this event.